Manufacturer narrative:
Batch review performed on 10 september 2020: lot 1907433: (B)(4) items manufactured and released on 01-oct-2019. Expiration date: 2024-09-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one similar event reported. Additional item involved in the event, batch review performed on 10 september 2020. Ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 1909759. Lot 1909759: (B)(4) items manufactured and released on 25-mar-2020. Expiration date: 2025-03-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, one month after primary surgery, due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.